Manufacturer narrative:
UDI # unknown. (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the valve on the device became blocked and stuck in the open position, resulting in continuous suction. There was no injury to the patient reported. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product without original packaging was returned for evaluation. Visual examination revealed that the position of the thumb valve did appeared to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occurred. The suctioning did not occurred as well when the valve was placed in the locked position. The distal end of the catheter was inspected for a blocked skive. The skive was visible outside of the seal cartridge subassembly area. The catheter tubing was fully extended and examined. There were no signs of damaged and or pinched, and no excessive curved tubing. The reported event of the valve being blocked and permanently opened cannot be confirmed, as the sample operated according to specifications. The device history record for m5217t801 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.